Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient, whose reason for their call was to review use of their external components, that their first device was removed because at the follow up appointment their health care professional (hcp) was concerned that the neurostimulator incision site wasn't closing and was continually draining. Per their hcp instructions, the patient stated they packed the incision site every day, they continued to see their hcp, who monitored the situation, however the hcp made the decision that it wasn't healing and would need to be removed. The patient said it was removed and replaced with a new system on (B)(6) 2021 and that this time, the hcp placed the neurostimulator in a pouch, noting that the incision site has not drained at all.